Event description:
It was reported that a patient underwent a neck lift on and unknown date and suture was used. Several days following the procedure the patient developed inflammation and wound dehiscence. The patient was treated with a local antimicrobial agent.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The procedure date was (B)(6) 2013. The patient¿s symptoms first began 7-10 days after the procedure. The patient was prescribed the antibiotic cefuroxime 500 mg / 5 days. The current status of the patient was reported as there is no problem, but the patient had to be surgically intervened to remove all scar and tissue. The physician opined that the suture was a contributing factor to the event. (B)(4).